Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not alert for high right ventricular (rv) lead impedances. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 0158 competitor implantable tachy lead (B)(6) 2006. (B)(4).